Event description:
It was reported that a pocket infection and erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2013 (B)(4). Of note, the reportable event is normally submitted via an asr infection/erosion report submission that should have been submitted on 2013 (B)(4). Information was subsequently received on 2013 (B)(4) and revealed an out of specification finding. As there is new information that reasonably suggests the a lead malfunction, this event no longer qualifies for asr infection/erosion reporting and is therefore being submitted as a bi-monthly regulatory report. Product event summary # product ID# 694965 a proximal portion was received measuring 48 cm. A distal portion was received measuring 48 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID (B)(4) implanted: 2013-05-28; product ID 419688 implanted: 2013 (B)(6); product ID 5592-53 implanted: 2010 (B)(6); product ID 5076-58 implanted: 2009 (B)(6); product ID 419478 implanted: 2006 (B)(6). (B)(4).